Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with an introducer. The customer reports that when introducing the epicutaneous catheter through the cannula introducer, the catheter does not pass through the introducer because the diameter of the introducer's tip is narrower making it impossible to pass the catheter. The customer reports that they had to re-puncture the premature newborn. The customer further reports that there was no injury to the pt.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.